Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient's ipg became inoperable due to patient stopped charging for extended period of time. Patient underwent surgical intervention during which the ipg was explanted and replaced, thus restoring effective therapy.

Manufacturer narrative:
Section b3: date of event is estimated.